Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged the yellow o-ring on the battery cap was visible, the battery compartment was cracked, and there was moisture inside the battery compartment. There was intermittent power to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. There was evidence of moisture on the display. Leak testing failed due to moisture ingress at the site of the battery compartment damage. The pump was unable to power on for investigation and was completely unresponsive with moisture throughout the pump interior and on the printed circuit board. Investigation duplicated the alleged power complaint.